Event description:
The complaint is reported as: "connectors of the anesthesia bags for the anesthesia circuit systems were found cracked." No pt injury reported.

Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number was unk. The actual sample was not returned for eval, however, the customer provided two pictures. A visual inspection was performed on the pictures and it was observed that the component (fitting adaptor - part number 10503) was cracked. The customer complaint was confirmed based on the pictures rec'd. It is possible that the root cause could not be related to the molding process of the fitting adaptor (part number 10503). Actual inventory of the fitting adaptors were inspected no crack defects were found.